Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 177963 number on (B)(6) 2023 and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain/rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced spontaneous bilateral rupture with breast pain post procedure. The ruptures were confirmed through mammography, ultrasound, and magnetic resonance imaging. As a result, explant without replacement was performed on (B)(6) 2023. See 1645337-2023-06550 for contralateral prosthesis report.